Manufacturer narrative:
Tw (B)(4) event site name exceeds character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not cauterize, the equipment was turned on, cords and devices plugged in, endoscopic assess was optained. When the pa was ready for the cautery portion of the device. They replaced the generator vh-3010, and vh-4030 hp2 extension cable and it still would not work. The pre-cautery test was not performed due to the urgent nature of the procedure. There was no beeping sound heard. There was no activation. Power setting is always at 3.5. They replaced the vh-4000 kit to complete the case. No patient harm or delays reported.